Manufacturer narrative:
Inspected one opened reservoir and found a hold on the barrel. Reservoir will leak.

Event description:
It was reported insulin leaked from the reservoir, which caused high blood glucose levels. Nothing further reported.